Manufacturer narrative:
Section d6a: if implanted, give date: n/a. Emerald cartridge unfolder is not an implantable device. Section d6b: if explanted, give date: n/a. Emerald cartridge unfolder is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion the surgeon noticed a bump on the plastic of an emerald cartridge. It was reported it was not a smooth insertion, despite surgeon extending the incision in the patient's operative eye. The product box was discarded. No further information was provided.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not included in section h11; therefore, it is captured in this supplemental report: section h4: device manufacture date: unknown, as the lot number was not provided. Section h6: health effect - clinical code: 4581 - captures incision enlarged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.